Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the device associated with this report was returned for analysis. Physical examination of the returned device was conducted. Examination found a large fragment is missing from the returned attune impactor, indicating it broke off at some point, therefore, the cracking event can not be confirmed. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
It was reported that the attune femoral impactor was cracked and needed to be replace.

Event description:
It was reported that the attune femoral impactor was cracked and needed to be replace.

Manufacturer narrative:
Product complaint # ==> (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary ==> the device associated with this report was returned for analysis. Physical examination of the returned device was conducted. Examination found a large fragment is missing from the returned attune impactor, indicating it broke off at some point, therefore, the cracking event can not be confirmed. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.